Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured between january 29, 2018 and january 31, 2018. One (1) sample was received for evaluation. Visual inspection revealed that the end of the silicone tubing of the valve set was not seated properly on the connector port end. System level testing was performed and no leak was observed from the valve set. The reported leak was not verified, however a defect in which the silicone tubing of the valve set was not seated properly on the connector port end was identified. The cause of this defect could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The remaining five (5) samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
1 MDR for six (6). It was reported six (6) exactamix valve sets was leaking. It was further reported that "the male / female silicone hose connection is loosening. Therefore, the valve could not be used because it was causing a leak". This issue was identified during preparation. There was no patient involvement. No additional information is available.